Event description:
The customer reported that the insulin pump stuck on the prime/rewind loop and did not recognize the reservoir. Troubleshooting was performed. Run a displacement test and the insulin pump did not alarm no reservoir and did not recognized the reservoir either. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk. However, the motor was tested outside the device and passed the test. Further testing could not be performed due to the motor error alarms.